Manufacturer narrative:
Concomitant products: 5071 lead, implanted (B)(6) 2015; 5534 lead, implanted (B)(6) 1997.

Event description:
It was reported that the patient's two epicardial right ventricular (rv) leads had moved and were exhibiting high thresholds. Both leads were capped and replaced. The right atrial (ra) lead was explanted and replaced due to patient growth since initial implant but tested out of specification during manufacturer&#62688;analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.